Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the dh010 hooks, used with a h1tuv, had no function. Another instrument was used to complete the case. There was no consequence to the pt.